Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental.

Event description:
It was reported that bd maxzero extension set was loose the following information was received by the initial reporter with the following verbatim it was reported by the customer that lure lock was spinning and not secured.

Event description:
Sample.

Manufacturer narrative:
Investigation summary: 1 sample was received with the customer's complaint of collar separation during use. The collar was completely detached from the trifuse connector upon receipt and the complaint was verified. The collar was not received with the shipment but the male luer was measured with digital calipers and was within manufacturer's design specifications. The root cause of this issue is unknown due to male luer meeting proper measurements and no collar to test. A device history record review could not be performed because a lot number was not provided by the customer.